Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she did not see any bent cannulas but she had a blood glucose of about 500 mg/dl. Customer stated that she treated by changing her infusion set and giving herself a bolus using the insulin pump. Customer stated that there was nothing out of the ordinary that caused her blood glucose to spike. Customer declined troubleshooting for her high blood glucose.